Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The customer reported a problem with safesheath. This has happened a few times. Part of the white part breaks off separately from rest of the sheath and if doctor was not observant, it might wind up in the pocket. Product discarded.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h4, h6 & h11. Corrections made to: e1 & g1. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Based on the information provided by the supporting documentation, part of the white part breaks off separately from rest of the sheath and if doctor was not observant, it might wind up in the pocket. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Previously a CAPA was opened to address this issue. No further corrective actions required. Device was not returned for analysis and review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This complaint is non-verifiable. Oscor inc. Will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.